Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the facility discarded the original sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the crack on the feeding tube was found near the funnel. The product was not used for the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the feeding tube was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was a 20fr tri-funnel feeding tube. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument. The returned product sample was evaluated and a 1.5mm linear split was observed 7mm from the tapered region of the three fluid conduits. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a sharp instrument. Sharply formed fracture edges. Planar shape to the fracture surface. The sample contained no traces of usage residue. It likely that the damage did not occur at the user facility and may have originated during product manufacture. The sample was sent to the manufacturing facility for review.

Event description:
It was reported that the crack on the feeding tube was found near the funnel. The product was not used for the patient.